Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "fails accuracy testing" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the pressure plate. The travel pressure plate is required to be replaced to address this issue. During functional testing, the reported problem "occlusion testing" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump fails accuracy and occlusion testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.